Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received from the healthcare professional reported that the cause of the event was that the patient had difficulty using the programmer and needed reprogramming. No abnormal impedance measurements were seen. The patient was reprogrammed on (B)(6) 2014 and it was still not covering the patient's painful areas. The patient was not using stimulation due to it causing her knee pain when it was on.

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had no known accident or incident related to this complaint. It was further noted the patient had an appointment on the day of this report with their healthcare professional (hcp), but due to their pain they did not know if they could make it there. The reporter stated they contacted their hcp and they stated the patient would have to wait until their appointment on (B)(6) 2014. The reporter further stated that when they asked for additional pain medication the hcp stated they could not help and they would have to wait until their appointment. It was noted the patient stated they could go to the emergency room, but whatever they gave them it was not last more than 10-12 hours. It was further noted the patient was in ¿so much pain.¿ the reporter stated they figured it out yesterday and the stimulator was ¿looping¿ again. The reporter further stated that it did that in the beginning. It was noted the patient was having trouble with their knees and back and stimulation was not helping. The reporter stated they had been taking methadone and as much as they could get of other medication due to the pain. The reporter further stated that due to the pain they had been laying in bed the last couple of days using ice packs and heating pads. It was noted the patient was taking more medication now and it was not helping with the pain. It was further noted the patient knew how to work the stimulation and it does go down to their knee and it hurt. The reporter stated they had turned stimulation off, but it was now on really low. The reporter further stated they had problems with their knees and stimulation did not go into their back. It was noted the patient needed some pain relief. It was further noted the patient was considering getting a pain pump, which they did not want to get. The reporter stated the hcp they talked to did not provide any medical direction. The reporter further stated they were depressed due to the level of pain, they could not care for themselves as they live a lone, and they could not go to the grocery store so they were low on food. It was noted the patient had not done anything to their implantable neurostimulator (ins) and they had just increased or decreased stimulation. It was further noted the patient stated the ins started to ¿act goofy¿ for the last two days. The reporter stated they could not stand it anymore and they could not do their exercises. Additional information was requested, but was not available as of the date of this report.